Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed on the atrial lead post implant and intermittent failure to captured was observed the day after implant. It was further reported there were variable p waves. A chest xray was performed and revealed the lead position had changed from implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Corrected.

Event description:
Additional information received reported the lead was damaged during implant of a second lead.